Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer attempted to charge the pump in multiple wall outlets before the alert cleared and the pump successfully began charging.